Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was drop and chipped and also piece came off. The customer¿s blood glucose level was 110 mg/dl. The customer also reported that the reservoir lip ring was damage. The customer also reported that the insulin pump had cosmetic damage. The customer reported that the reservoir was not able to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.